Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the iab ruptured. The iab was removed and not replaced. The patient status is reported as "fine".